Event description:
It was reported that this chronic right ventricular (rv) lead had been implanted since 2004. Recently noise over sensing, with pacing inhibition was stored in several episodes, from one day. The patient has underlying rhythm and had no symptoms. Subsequently, the patient received inappropriate atp and shock therapy. During the shock, a high out of range (oor) shock lead impedance was measured. A high oor pace impedance and a loss of capture at high outputs, were also reported. The rv lead was removed and replaced. The device was reportedly changed out for therapy changes. No additional adverse patient effects were reported.